Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an undefined low blood glucose level of 51 mg/dl that was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management. Additionally, it was reported that the pump date was incorrect, cause was unknown. Customer's blood glucose level was 388 mg/dl. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.